Event description:
It was reported that this patient was in ventricular tachycardia and also had t-wave oversensing which required two shock to convert the patient from their arrhythmia. These shocks are considered inappropriate shocks as they were a result of t-wave oversensing. The patient was in trigeminy and was hospitalized. It was also noted that the patient's system is not fully optimized but that is considered physician discretion. System remains in service and the field representative did not provide any additional information regarding this patient. No additional adverse events were reported.